Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon anastomosis on a laparoscopic left colon resection, the stapler misfired which caused the tissue to be retracted around the anvil. The stapler fired by itself. It was also stated that there was a poor staple formation.